Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(4) 2013 and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 3:30pm the alleged issue first occurred. The patient reported he uses self adjusting insulin to manage his diabetes. It is unclear if the patient made any changes to his normal routine as a result of the alleged issue. The patient reported 25 minutes later he developed symptoms of feeling ¿shaking.¿ the patient reported on (B)(6) 2013 at 4pm, he had something to eat or drink as treatment. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. When a new test strip was inserted, the meter did not turn on. When the power button was pressed, the meter did power on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia and required self treatment.